Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinician that there was an increase in occlusion alarms with their current v9 pumps. There was no information on patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.